Event description:
Not a complaint: according to the reporter, during a procedure, the non-(B)(6) bovie tip was difficult to remove, damaging the bovie tip. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).